Event description:
It was reported that, during a rfa simplicity procedure, a grounding pad error was received. As a result, the procedure was abandoned.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.